Manufacturer narrative:
E1 - phone number: (B)(6) this report is being supplemented to provide additional information and results of the final investigation. Please see updates to d9, h2, h6, and h11. The device was returned to olympus for inspection; however, the reported malfunction could not be confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported an error e315 - scope detection fault during installation involving an olympus colonovideoscope. There was no patient involvement reported